Event description:
The actual residual volume was 8 (greater than expected); the expected residual value was 0.2. No patient symptoms were reported. Additional information is being requested, a follow-up will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)